Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the severely calcified vein. A 6.0 mm x 20 mm x 40 cm sterling balloon catheter was advanced for dilation. However, during the first inflation, the balloon ruptured. The procedure was completed with a different device . No patient complications were reported.